Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted by applying torque to the directly to the connector pin. The full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, increased capture threshold was noted on the right atrial (ra) lead. Dislodgement of the lead was confirmed with x-ray. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.